Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the no image phenomenon could not be identified because the device was not returned to the manufacturer so we could not identify the root cause of this event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus account manager reported (on behalf of the customer) that there was a no image issue with the 4k autoclavable camera head. The issue was found at reprocessing and there was no patient harm associated with the event.